Event description:
During an arthoscopic surgery the pump sounded as if it was running at full speed, but no fluid was flowing. The procedure was delayed an hour and the surgeon had to complete the surgery through an open procedure.